Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly at 95% battery life. The customer was able to turn the pump back on by plugging it into a power source. There was no reported impact to the customer's blood glucose level.